Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter. 2 implanted clips. Clip delivery system. Implantable cardioverter defibrillator. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the damage caused by another device and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. Three xtr clips were implanted with no issue. During advancement of the fourth clip delivery system (cds 80823u108), the cds interacted with the implantable cardioverter defibrillator (ICD) device, thus causing it to hit the third implanted clip (80827u123). The third clip then detached from the anterior and posterior leaflets, remaining attached to the septal leaflet (slda). The fourth clip was deployed to stabilize the third clip and the tr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was reviewed, investigated and the reported device damaged by another device appears to be due to user technique/procedural circumstances of unintentional curve/excessive torqueing. The reported single leaflet device attachment (slda) appears to be due to the reported device damaged by another device. The indication for use section of the mitraclip system IFU states, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the mitraclip device influenced the reported events. There is no indication of a product quality issue with respect to manufacture, design or labeling.